Manufacturer narrative:
Device evaluated by MFR: an xxl device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 35mm proximal from the distal tip. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral vascular disease (pvd) and underwent venous wall stenting. The 72% stenosed target lesion was located in the non-tortuous and non-calcified inferior vena cava (ivc) to external iliac vein (eiv). After placing two of 18x90 wallstent, kissing balloon technique was performed for post-dilatation. However, during the initial inflation at 5psi, the 18-4/5.8/75 xxl esophageal balloon catheter ruptured and replaced with another balloon. After ivus post procedure, another 18x90 wallstent was used on the left side to extend into the ivc. Kissing balloons were used again for post-dilatation and another 18-4/5.8/75 xxl esophageal balloon catheter burst during the initial inflation at 5psi. The balloon catheter was removed intact, and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral vascular disease (pvd) and underwent venous wall stenting. The 72% stenosed target lesion was located in the non-tortuous and non-calcified inferior vena cava (ivc) to external iliac vein (eiv). After placing two of 18x90 wallstent, kissing balloon technique was performed for post-dilatation. However, during the initial inflation at 5psi, the 18-4/5.8/75 xxl esophageal balloon catheter ruptured and replaced with another balloon. After ivus post procedure, another 18x90 wallstent was used on the left side to extend into the ivc. Kissing balloons were used again for post-dilatation and another 18-4/5.8/75 xxl esophageal balloon catheter burst during the initial inflation at 5psi. The balloon catheter was removed intact, and the procedure was completed with another of same device. No patient complications were reported.